Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation feeling like it is hesitating was not determined. No actions were taken yet and the patient was told to contact their local manufacturer representative. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's stimulation still feels like it is hesitating. The patient is going to make an appointment with their rep. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having issues with their system. They clarified and said it feels like someone is pinching their cord, they were getting hesitation continuously, and getting a charge that felt like someone was kinking it. The patient stated they can be walking for an hour and then all of a sudden, the stimulation quits/stops and will start up again. No further complications were reported.